Event description:
It was reported that the patient was in the hospital due to anemia and syncope. The right ventricular lead was not capturing and the threshold was high. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient had a fall. It was noted that the rv lead had variably high and rising threshold measurements and loss of capture during emergency room testing. It was also noted that the left ventricular (lv) lead had chronically high and variable threshold measurements with loss of capture during the emergency room testing. Reprogramming was done to turn off the rv lead and the patient is now lv only pacing. Lv lead remains in use. No patient complications have been reported as a result of this event.